Event description:
The patient reported that the keypad buttons have been intermittently unresponsive for the past two to three weeks. She stated that the up arrow keypad button is the worst. The patient stated that all keypad buttons still bounce and spring back as expected. She noted that the ok keypad button symbol is worn. The patient reported that she wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.